Event description:
Caller reports the patient tested 7.7 inr on the coaguchek xs system and 4.9 inr on a comparison lab. Vitamin k given based on device results. Caller is unsure if coumadin dose was changed or held based on the device result. No adverse event reported that was related to the device. Requested return of suspect system, and replacement sent.